Manufacturer narrative:
On 1/17/2020, the suspected medical device was returned for analysis. On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, an area of siltex cracking was observed on the posterior view. Also, a tear was noted within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left-sided deflation. Concomitant products: 300cc mentor siltex round moderate profile (catalog #:3542645 , lot #: 5653079). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor siltex round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile (catalog #: 350-2350, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2019.